Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
On (B)(6) 2014, this patient had orthopedic surgery. The procedure was right hiparthroplasty labral debridement repair, and femoroplasty. During the six week postoperative visit, x-rays were performed which identified a possible retained portion of acetabular insertion sleeve. Additional xrays and CT scan confirmed metallic density in the right superolateral acetabular wall extending 4mm into the soft tissue. The surgery was performed under fluoroscopy and it was not visualized that the tip of the disposable nanotack suture anchor flexible inserter had broken off. On (B)(6) 2015, the patient returned to surgery for successful removal of the retained top of the suture anchor inserter.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: esign -poor anchor assembly design -instrumentation not designed to insert anchor to proper depth process -anchor not manufactured to specification -instrumentation manufactured out of specification - suture assembly not performed correctly application -insufficient force used to tension repair (knots not tight enough) -insufficient quality or quantity of bone that would compromise secure anchor fixation -pathology such as schlerotic bone that may thicken the cortical layer - patient non-compliance in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
On (B)(6) 2014, this patient had orthopedic surgery. The procedure was right hiparthroplasty labral debridement repair, and femoroplasty. During the six week postoperative visit, x-rays were performed which identified a possible retained portion of acetabular insertion sleeve. Additional xrays and CT scan confirmed metallic density in the right superolateral acetabular wall extending 4mm into the soft tissue. The surgery was performed under fluoroscopy and it was not visualized that the tip of the disposable nanotack suture anchor flexible inserter had broken off. On (B)(6) 2015, the patient returned to surgery for successful removal of the retained top of the suture anchor inserter.